Event description:
It was reported that an occlusion alarm occurred. The customer declined to provide how they have been resolving the occlusion alarms. There was no adverse impact to customer¿s blood glucose level.